Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, battery discharging, multiple defibrillation functions, and bench handling without duplicating the report. The device was recertified and returned to the customer. Review of the activity logs confirmed the device prompted a low battery and shutdown warning without prior low battery advisories we'd expect to see as the battery approached depletion. The battery used during the incident was also returned and utilized in all testing. The battery passed testing and appears to be depleting as expected. No trend is associated with reports of this type.